Event description:
It was reported that post deployment of a sapien valve (date unknown), a follow up echo showed the patient had an infection.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
(B)(4). Review of medical records revealed that this patient was admitted 2 months post transapical tavr with fatigue, malaise, weakness, and intermittent fevers and associated chills. She was diagnosed with sepsis due to enterococcus faecalis bacteremia. She was treated with multiple antibiotics over a period of many weeks. Although there was a high suspicion for endocarditis, serial echos over the next 2 months revealed a well seated, well functioning valve with no evidence of intracardiac mass or vegetation. The patient also has end-stage renal disease and was currently on dialysis 3 days a week. There was discussion regarding a diagnosis of endocarditis vs. Possible vascular graft infection. With persistent bacteremia and the inability to replace her valve (too high risk), it was recommended to remove her current av grafts as they were non-functional. Endocarditis was never definitively diagnosed. The patient was discharged to a long term care facility on long term antibiotics. The device is not available for evaluation as it remains implanted in the patient. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿s bioprostheses is remote. In this case, the patient was positive for enterococcus faecalis. The source of the infection is unknown; however, according to the literature enterococcus sp. Cause 5-15% of all endocarditis cases. E. Faecalis causes most cases of enterococcal endocarditis. Risk factors for enterococcal endocarditis may include uti or instrumentation. Infections commonly caused by enterococci include urinary tract infections, endocarditis, bacteremia, catheter-related infections, wound infections, and intra-abdominal and pelvic infections. Many infecting strains originate from the patient's intestinal flora. From here, they can spread and cause urinary tract infection, intra-abdominal infection, and surgical wound infection. Bacteremia may result with subsequent seeding of more distant sites. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.